Manufacturer narrative:
In the event the device is returned to the manufacturer the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-08007. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the entire scs system explanted. The area around the lead was irrigated and the physician stated the infection appeared to be contained to the thoracic lead incision site. The patient will continue antibiotics. Further follow up information identified the patient continues to have the wound vac in place and will continue on antibiocs and will be referred to a wound care for further treatment.